Event description:
The patient developed a thrombus which was diagnosed approximately 9 weeks post implant. The thrombus was observed to be within the stent and proximal of the stent. A rotation thrombectomy (rotarex) of the right distal superficial femoral artery and popliteal artery as well as balloon recanalization of the outlet of the right anterior tibial artery was done. No thrombolytics were used. It was reported that there were no procedural complications at the initial implant. Follow-up with the physician revealed that the proximal part of the thrombus was located within a diseased segment and this was already present during the initial stent implant. The more distal part of the thrombus covered a healthy segment and more distally the whole stent. The physician stated that the relation of the thrombus to the stent and to the implant procedure is possible. The thrombus may have been caused by the new diseased segment and may have extended through the stent or alternatively may constitute any stent thrombosis (as clopidogrel had been stopped approx. Four weeks prior to the thrombectomy). Five days following this intervention, there was a minor residual stenosis observed.

Manufacturer narrative:
There was no device failure. The reported thrombus may have been a result of the stent implant procedure, the patient's disease progress, or related to medication changes. This event occurred in a registry patient in another country.